Event description:
It was reported that the device was found in back-up mode. Device replacement was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
Additional information was received indicating that the patient experienced an infection that was unrelated to the device.